Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported there were air bubbles in the reservoir and could not be removed by pushing insulin out. The customer's blood glucose level was unknown at the time of the incident. The air bubbles were not soda pop or champagne size. The location of the air bubbles was the reservoir. The customer was unable to remove air bubbles by pushing insulin out with a plunger. The reservoir and set were changed. Troubleshooting was completed but did not resolve the issue. The reservoir will not be returned for analysis.